Manufacturer narrative:
Additional information: a.2. Age at time of event and units was added with "50" and "year" respectively. A.3. Sex was added with "m". A.4. Weight was added and weight units with "62" and "kgs" respectively. Changed information: b.7. Other relevant history changed from "although requested, additional information is not available." To "unknown". H.3 analysis conclusion. The conclusion had the following information removed "and patient demographics". H3 analysis/device evaluation: upon receipt of the sample, visual examination was performed over the entire length of the catheter revealing three separate pieces were returned. The distal marker band, first piece, was separated from the inner lumen and was compressed in a "d" shape. A 98 mm inner lumen section, second piece, was accordioned, focally necked, and torn at each end. The third piece consisted of the catheter shaft and approximately half of the balloon. The distal edge of the remaining balloon material was primarily smooth with a single jagged edge. The jagged edge had a ninety degree angle and sloped back to the smooth section resembling the shape of dorsal fin on a dolphin. Functional testing for the reported event was unable to be conducted due to the condition of the returned sample. A lot history review revealed this is the only complaint associated with a balloon rupture for this lot number. A device history record (DHR) review was performed and noted the device was manufactured to specification prior to being released for distribution. Conclusion: returned product analysis confirmed the catheter was torn in multiple sections and the entire balloon was not returned for analysis. Reportedly, the rest of the balloon material was wrapped tightly around the guidewire and the guidewire was discarded. It is known the lutonix dcb allegedly ruptured while treating the target lesion and reportedly the entire catheter was removed from the patient. The returned sample analysis revealed the torn catheter is consistent with removal difficulties involving excessive force. Although requested, additional event details were not available. If additional information is becomes known, a supplement report will be submitted with all relevant information. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly ruptured during balloon inflation at the target lesion located in the av shunt. The health care professional (hcp) removed the lutonix dcb in separate pieces. Reportedly, the distal tip of the catheter and distal portion of the balloon were wrapped tightly around the procedural guidewire. The distal tip and distal balloon portion were unable to be removed from the guidewire. The guidewire with the distal tip and distal portion of the balloon were discarded by the user facility at the end of the procedure. The remaining pieces of the catheter were returned for evaluation. No adverse patient outcomes were reported.

Manufacturer narrative:
Analysis/device evaluation: upon receipt of the sample, visual examination was performed over the entire length of the catheter revealing three separate pieces were returned. The distal marker band, first piece, was separated from the inner lumen and was compressed in a "d" shape. A 98 mm inner lumen section, second piece, was accordioned, focally necked, and torn at each end. The third piece consisted of the catheter shaft and approximately half of the balloon. The distal edge of the remaining balloon material was primarily smooth with a single jagged edge. The jagged edge had a ninety degree angle and sloped back to the smooth section resembling the shape of dorsal fin on a dolphin. Functional testing for the reported event was unable to be conducted due to the condition of the returned sample. A lot history review revealed this is the only complaint associated with a balloon rupture for this lot number. A device history record (DHR) review was performed and noted the device was manufactured to specification prior to being released for distribution. Conclusion: returned product analysis confirmed the catheter was torn in multiple sections and the entire balloon was not returned for analysis. Reportedly, the rest of the balloon material was wrapped tightly around the guidewire and the guidewire was discarded. It is known the lutonix dcb allegedly ruptured while treating the target lesion and reportedly the entire catheter was removed from the patient. The returned sample analysis revealed the torn catheter is consistent with removal difficulties involving excessive force. Although requested, additional event details and patient demographics were not available. If additional information is becomes known, a supplement report will be submitted with all relevant information.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly ruptured during balloon inflation at the target lesion located in the av shunt. The health care professional (hcp) removed the lutonix dcb in separate pieces. Reportedly, the distal tip of the catheter and distal portion of the balloon were wrapped tightly around the procedural guidewire. The distal tip and distal balloon portion were unable to be removed from the guidewire. The guidewire with the distal tip and distal portion of the balloon were discarded by the user facility at the end of the procedure. The remaining pieces of the catheter were returned for evaluation. No adverse patient outcomes were reported.